Event description:
Medtronic received information that as this mechanical valve was being sutured into place, it was noticed that the sewing ring separated from the frame ring. Another valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no damage or anomalies. Performance testing verified that the valve rotated within the sewing ring and the leaflets were fully mobile. The sewing ring was examined under magnification and an opening in the flange stitch line was identified. The stitch line knot was still intact, indicating that the stitch line had been cut post manufacturing, creating the separation in the cuff. The sewing ring was then disassembled. The flange stitch was undone up to 1/2 the valve circumference before flange stitch knots were encountered. Since the sewing ring is knotted quarterly during manufacturing, analysis concluded that the flange stitch was severed at a knot. Conclusion: the root cause of the sewing ring separating from the frame appears to be from a needle that was inserted too deep into the sewing ring that the suture stitch line was cut, allowing the sewing ring flange to open up. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.